Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Rf generator failed for ¿rf disabled-check return electrode¿ error message and audible alarm. Cause of errors and alarm was a defective electronic component on the rf board. Unit passed functional testing after rf board was replaced with a known good rf board. The complaint investigation has concluded the cause of the failure to be a defective electronic component on the rf pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy, the device had error messages until not functioning. There was no significant delay and no patient injury reported. No backup device was available and it is unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.